Event description:
A report was received that the patient¿s ipg was uncomfortable as the patient was very thin. The patient underwent a revision procedure wherein the ipg was explanted.

Event description:
A report was received that the patient¿s ipg was uncomfortable as the patient was very thin. The patient underwent a revision procedure wherein the ipg was explanted.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
.